Manufacturer narrative:
This follow up report is being submitted to relay additional information. This report is number 1 of 2 mdrs filed for the same patient (reference 1820001822565-2016-04337).

Event description:
It is reported that during revision of a periarticular plate, specks of brown debris could be found on the upper side of the device, as well as material debris on the bottom side of the device, which caused difficulty with removal. Significant corrosion was also noted around the screw-plate junction. Initial operative notes indicated that the x-rays taken showed good positioning.

Manufacturer narrative:
The complaint device has bee returned, but the device evaluation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Returned, not yet evaluated.

Event description:
It is reported that during revision of a periarticular plate, specks of brown debris could be found on the upper side of the device, as well as material debris on the bottom side of the device, which caused difficulty with removal. Significant corrosion was also noted around the screw-plate junction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the screw is seized into the hole on the returned plate. Dimensions taken are within specification. The screw head exhibits two cracks and corrosion is on both the returned screw and the returned plate. According to scanning electron microscopy analysis: energy-dispersive spectroscopy (eds) analysis of the base material of the bone screw indicated the elements consistent with a stainless steel alloy. Eds analysis of the base material of the bone plate indicated the elements consistent with a stainless steel alloy. Eds analysis of the ¿brown specks¿ indicated primarily the elements c, o, p, ca, mn, and fe, with trace amounts of na, s, cl, k, cr, and co. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A total of two (2) medwatch reports have been filed regarding this event; please also reference 0001822565-2017-04337.